Manufacturer narrative:
Attempts have been made to obtain the product. The customer indicated that the product would not be returned at this time as it is functioning normally. If new information is obtained, a follow up report will be submitted. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the display sometimes does not respond or suddenly oscillates and stops measuring. Customer indicated that "the touchscreen sometimes does [respond] and sometimes does not." Customer stated "the display does not changes display, it is like an oscillation movement on it and measuring stops for a seconds and then it continues ok." Customer reported that there were no error messages and/or audible alarm when the device stopped measuring. "It stops measuring for a time and then continues monitoring." The oscillation can be interrupted by powering off the device. This device was used just for cchd testing. No known impact or consequence to patient.